Event description:
Information was received indicating that this ambulatory infusion pump is emitting double beep no cassette alarm. It was also reported that the pump's screen is damaged. No adverse effects were reported.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition with a scratched screen. Customer's complaint of double beep no cassette was verified. The event log shows no related errors. Service will replace the downstream occlusion sensor. Use testing was performed. The problem source is the downstream occlusion sensor.